Manufacturer narrative:
(B)(4). This part is not approved for use in the united states; however a like device catalog # 876-012, 510k # k970806 was cleared in the united states. Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. Therefore we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent an anterior cervical fusion at c4-7. Sometime post-op the patient underwent a revision surgery due to the c7 screw backing out and causing the patient discomfort. It was confirmed that fusion occurred. During the removal surgery the esophagus was injured because the migrated screw adhered to the tissue. The incision was closed and no additional patient complications were reported.